Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on, including pressing center button and connecting to known working charger. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy.